Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the motherboard and radio frequency board. Unable to perform the functional tests due to the blank display. No moisture damage was found on the motor, battery tube or vibrator assembly. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. The customer reported that the exposed was exposed to faucet water. The customer stated some trickled over the pump. The customer was assisted in performing self-test and completed the test but during the tone test there was no tone and the pump may have been on vibrate. The customer was advised that even if on vibrate, the tone test should not have been silent. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.